Manufacturer narrative:
This report is submitted october 30, 2018.

Event description:
Per the clinic, the patient has experienced poor performance and discomfort with device use and subsequently the device was explanted on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Following analysis of the device, the results indicate a device failure. This report is filed on december 11, 2018. (B)(4).